Event description:
Report received form (B)(6) stating that the device has an air leak. The device was not being used during surgery. It is unk if injury or medical intervention occurred. There was no additional information provided.

Manufacturer narrative:
The device was received by depuy synthes. The device currently undergoing evaluation. Once the evaluation has been completed or if additional information is received, a supplemental MDR will be sent. Ref: (B)(4).